Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Visual inspection as received condition found the (beak) black ceramic tip broken. The beak appeared to be cracked with jagged edges and the missing fragment about 3x3 millimeters was not returned. There were multiple dents on the distal section of the tube sheath and missing red aligning dots on the shoulder screw and housing assy. However, the tube sheath was straight and was able to fit into the test outer sheath eros-cf25 and working element eiwe without a problem. The locking ring and proximal housing assembly were functional. Based on the evaluation findings, the reported complaint was confirmed. The damage on the beak was likely due to excessive force causing the beak to break off. Per instructions for use (IFU), always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the rotating cf resectoscope inner sheath broke off inside a patient during a transurethral resection of the prostate (turp). The procedure was prolonged by 20 to 30 minutes with the patient under anesthesia as extensive visualization of the anatomy was done to look for the broken pieces. The broken piece was removed. The procedure was completed with the same device. The patient's condition was not impacted by the failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was manufactured in june 2022; although, the specific day of the month is unknown. Based on the results of the investigation, the breakage of the beak was likely caused by excessive impact force applied during use. However, the root cause of the failure could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "warning: always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding." Olympus will continue to monitor field performance for this device.